Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had an alarm with no patient connected. There was no patient involvement, and there is no report of patient harm. Additional information about the event was requested and it was indicated that the issue was with the ventilator¿s touchscreen. It was reported that the customer declined service/repair of the device. No further information was provided.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the ventilator had an alarm with no patient connected. There was no patient involvement, and there is no report of patient harm. Additional information about the event was requested and it was indicated that the issue was with the ventilator¿s touchscreen. It was reported that the customer declined service/repair of the device. No further information was provided.